Event description:
It was reported that the patient presented to the clinic for a follow-up. It was noted that the right atrial (ra) lead exhibited abnormal sensing and failure to capture. Fluoroscopy confirmed that the ra lead was dislodged. During the procedure, the physician attempted to reposition the ra lead, but the helix of the ra lead would move the lead off the preferred implant position. The ra lead was explanted and replaced. There were no patient consequences.